Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results that were generated by the access 2 instrument. Samples of patient a, b, and c were tested for accu tnl and results were: 0.72ng/ml, 13.48ng/ml, and 1.36ng/ml for patients a-c respectively. The customer re-tested the original samples of all three patients for accu tnl and the repeated results were: 0.30ng/ml for patient a, two results of 0.05ng/ml for patient b, and 0.10ng/ml for patients c. The customer indicated that the erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention that can be attributed to or connected with this event.

Manufacturer narrative:
The specimens were collected in bd, 4.5ml, plastic, lithium heparin tubes with gel separators. The samples were centrifuged at 3,000 rpm for 5 minutes. No additional information regarding this event was provided. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.